Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they fell a couple weeks ago. The patient's implantable pulse generator (ipg) was now "moving around under the skin" and the patient experienced "tingling." Attempts to gain more information were unsuccessful. The ipg remains in use. No further patient complications have been reported as a result of this event.